Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. A f/g sterling otw 4.0 x 60/135 (4f) balloon was advanced to treat the target lesion. The balloon was inflated once to 6 atms for 60 sec. The balloon was then inflated to 5 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).